Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced three abdominal infection events the cause of the events was reported as due to an unspecified bacterial infection. It was not reported if the patient was hospitalized for the events. The patient was treated with an unspecified intraperitoneal drug infusion for the events (no further details). At the time of this report, the patient was not recovered from the event. Action with pd therapy was not reported. No additional information is available.